Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that while the patient was connected to the power module, a "power cable disconnect" visual alarm occurred. It was noted that there were a few bent pins in the white power lead connector of the system controller. The patient remains ongoing.

Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation. During the analysis, the brown (battery fuel gauge) wire within the white power lead was found to be broken at the connector end and was shorting to the inner shield, causing the pump not to run during the investigation. A review of the device history records revealed the device met all applicable specifications upon product release. This situation is being addressed through the manufacturer's corrective/preventive action system and an urgent medical device correction notice ((B)(4)) was sent to customers. No further information is available. The manufacturer is closing its file on this event.